Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Pc-(B)(4). Date sent: 5/7/2024 additional information was requested, and the following was obtained: when was the safety removed prior to firing? Yes were staples present in the anastomosis? Yes what were the indications for surgery? Rectal adenocarcinomas what surgical procedure was performed? Rectal resection did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Yes where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No how may counter-clockwise revolutions of the adjusting knob were used to open the device? 4 did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Yes, the rectal donut was not present in the machine was a complete transection of the white breakaway washer visually confirmed? No were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No what is the current status of the patient? He is fine does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Device failure.

Event description:
It was reported that in the digestive surgery operating room, incomplete stapling was observed in the patient. The rectal collar is missing, as well as an incomplete anastomosis. Stapling was performed only on the anterior hemi-circumference. The intervention was finalized using a device of the same reference (lot. Number not identified). This incident resulted in a repair of the anastomosis, a large anastomotic fistula and a lengthening of the procedure by 2 hours for a usually 3-hour procedure.

Manufacturer narrative:
(B)(4). Date sent 4/15/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2024. D4: batch #251c23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. Only an anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the other section of the washer was not returned. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. Firing the device with an unsecured anvil will result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. While closing the device, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. To close the device, turn the adjusting knob clockwise. The event described could not be confirmed as no damage component were noted and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 251c23, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: 1. Please provide more details for "this incident resulted in a repair of the anastomosis, a large anastomotic fistula"? No. 2. Could you please clarify if there were any patient consequences? Yes, prolonged hospitalization for monitoring. 3. Was there any patient consequence as a result of the procedure being prolonged? Yes, prolonged hospitalization for monitoring. 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Yes, prolonged hospitalization for monitoring.